Manufacturer narrative:
Seroma occurred . To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Citation: surg obes relat dis 2012;8:201¿207; doi:10.1016/j.soard.2010.12.007. (B)(4).

Event description:
It was reported in journal article ¿surgical results of single-incision transumbilical laparoscopic roux-en-y gastric bypass¿ that patient underwent either single-incision transumbilical lrygb (situ-lrygb) or 5-port lrygb approach. Suture was used to close gastrojejunostomy site horizontally with hand-sewn suture in situ-lrygb procedure. Post-operatively, wound seroma occurred and resolved after local drainage. Patients experienced pain and frequency of morphine injections was greater in the situ group. The patients who underwent the situ procedure needed to care for their wounds for 2¿3 weeks. Additional information will be requested.

Manufacturer narrative:
Pc-000062706 additional information was requested and the following was obtained: does the surgeon believe that sutures caused and/or contributed to the adverse events described in the article, specifically: leakage, seroma, drainage, morphine injections? If yes, provide details of event and specific suture product code. No can specific patient demographics be provided for each of the subjects of this article? From our understanding, it¿s around 40~60 years old, evenly distributed in terms of genders. No specific data remained. Are the product code and lot numbers available for sutures? No